Event description:
The pt, a 4 y/o iddm, was obtaining "low reads" on his meter (results not provided). On 11/24, his insulin was withheld due to the meter readings. He awoke on 11/25 with a stomache, headache and vomiting. A 7:21/a meter reading was 51 mg/dl. The pt was transported to the hosp where, upon arrival at 8/a, a hosp meter reading was 512 mg/dl. He was admitted, placed on saline with insulin drip and treatment for an ear infection, and released two days later. The meter is not cleaned according to MFR's recommendations, no water is used to clean the meter optics. The meter was in calibration on 11/26, reading 81 versus a range of 66-89.